Event description:
The pt stated that, she has observed e7 (electronic error) on her infusion device on 3 separate occasions in the month of june. She stated that during the most recent incident, her infusion device had been in stop mode for 20 minutes until she was able to troubleshoot. She stated that, she removed and reinserted the power pack of the infusion device, and she changed the insulin cartridge and infusion set to clear the error. She was not experiencing the error at the time of the report. Her blood glucose was elevated to 500 mg/dl as a result of the infusion device being in stop mode. She stated her normal blood glucose range is 60-200 mg/dl. She stated she felt nervous and shaky. She injected 5 units of insulin via syringe and bolused 5 units of insulin through her infusion device to lower her blood glucose. Troubleshooting with a company representative did not reveal any issues with the infusion device or accessories. In 2007, the pt reported that her blood glucose was elevated ("hi") the previous day. She stated she had a dry mouth and was thirsty. She bolused 7 units of insulin. An hour later her blood glucose still measured "hi" on her blood glucose monitor and she injected 7 units of insulin via syringe. She stated that her blood glucose began to gradually lower and she switched to her backup infusion device. The following morning her blood glucose measured 85 mg/dl. The pt stated that she does not believe her primary infusion device was delivering insulin. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.